Event description:
Customer reported device = 214 mg/dl at 8 am. At 9:20 am, device = 87 mg/dl. Customer went to the va hospital and performed a lab one hour and twenty minutes later, however values were not provided. No treatment was received. A request was made for return product and replacement product was sent.